Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Based on the inspection result by local service department, omsc presumed that the phenomenon occurred due to converter failure. The cause of converter failure could not be identified.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, no image was displayed. The facility finished the intended case with another similar device. There was no report of patient injury associated with the event. It was reported that the subject device was used in combination with maj-554.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. It was also found that there was no output due to damaged converter. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.